Manufacturer narrative:
The events of capsular contracture, baker grade unknown and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: accumulation of fluid in the right breast, capsular contracture unknown baker grade.

Event description:
Patient reported "accumulation of fluid in the right breast, capsular contracture unknown baker grade. Device remains implanted.